Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, hemostasis of the access site vessel was performed using a non-medtronic hemostasis device which was initially applied before the valve implant. It was noted that the calcified part of the posterior wall was wrapped in and closed. The vessel was visualized using digital subtraction angiography, and stenosis was confirmed in the superficial femoral artery (sfa). The intima was surgically removed, the blood vessel was repaired, and the stenosis was relieved. No additional adverse patient effects were reported. Additional information was received that the right femoral artery, with a minimum diameter of 5.1 mm x 6.2 mm, was used as the delivery catheter system (dcs) access site. Per the physician, the likely cause of the right femoral injury was the vascular access from the narrow area of the sfa and the area with calcification in the posterior wall, and the calcification was involved in the hemostasis using the non-medtronic closure device. Per the physician, the dcs did not cause or contribute to the injury. Eight days following the valve implant, the patient experienced dizziness and syncope. Complete heart block (chb) was observed via an electrocardiogram monitor. The patient was hospitalized and a temporary pacemaker was placed. Subsequently, there was no improvement of the chb and a permanent pacemaker was implanted 10 days after the valve implant. Per the pre-implant computed tomography scan, the membranous septum might have been shortened, and anatomical conditions might have contributed to the oversizing rate of 20% or higher. No additional adverse patient effects were reported.